Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v338572, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 06-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that during a call for MRI compatibility, the MRI tech reported that the ins stopped working. The caller reviewed some notes in the patient's chart from 2016 that indicated signs of failure. Two electrodes were working '+1 and -2', that the ins life had 9 months remaining, and that a manufacturing representative had recommended replacement. It was unknown when the device stopped working or if it was related to the two electrodes not working. The caller then mentioned that was all she knew. The caller was advised to reach out to the managing healthcare provider for eos confirmation. Troubleshooting could not be performed at the time of the call, because the product was not present. There were no patient complications reported as a result of this event.